Event description:
It was reported that (2) devices were used during a resection. It was reported by the affiliate that the 1st tsb45 instrument mechanism was broken. A 2nd tsb45 would not fire. A competitors product gia90 was used to complete the case. The case was converted to open.